Event description:
A 4.00mm x 18mm endeavor resolute rx drug-eluting stent was inserted into a pt for treatment of an unk lesion. It is reported that the stent failed to cross the lesion. The physician attempted to change the guide catheter, because the first choice was not optimum for the anatomy. The guide catheter and stent delivery system was removed as one unit into the aortic arch. When the physician removed the endeavor resolute rx device from the pt, the stent appeared deformed. Pt's post-procedure status was reported to be good. No clinical sequelae were reported.

Manufacturer narrative:
(B)(4) stent damaged during procedure. Evaluation, results: stent deformation.